Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a 28mm amplatzer amulet left atrial appendage occluders was selected for implant on (B)(6) 2024 using a 14f amplatzer torqvue 45x45 delivery sheath. Intracardiac echocardiography (ice) was used to measure the orifice as 28mm, the landing zone as 17.75mm, and the depth as 23mm. Computed tomography (CT) and angiography was used to determine the device sizing. The left atrial pressure was noted as 17mmhg. Ice and fluoroscopy was used during the procedure. During the procedure the device was observed to have a tire-shaped compression. Two tension tests were performed and the close criteria was satisfied. A stability check was performed prior to implant. The device was implanted. Post-implant the device embolized through the left atrium and into the mitral valve. An attempt was made to retrieve the device via transcatheter snare but was unsuccessful. The device was removed from the patient via surgery. The patient status was stable.

Manufacturer narrative:
An event of device embolization through the left atrium into the mitral valve and patient death was reported. Information from filed indicated that computed tomography and angiography were used to determine the device sizing. It was reported that two tension tests were performed and the close criteria was satisfied. A stability check was performed prior to implant and the device was implanted. Post-implant, the device embolized. Snare was unsuccessful and the device was removed during surgery. The patient was reported as stable. It was reported that the patient expired on (B)(6) 2024. A returned device assessment could not be performed as the device was not returned for analysis. No imaging of the procedure or subsequent events was provided. Based on the information received, the cause of the reported incident could not be conclusively determined. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
It was reported that a 28mm amplatzer amulet left atrial appendage occluders was selected for implant on (B)(6) 2024 using a 14f amplatzer torqvue 45x45 delivery sheath. Intracardiac echocardiography (ice) was used to measure the orifice as 28mm, the landing zone as 17.75mm, and the depth as 23mm. Computed tomography (CT) and angiography was used to determine the device sizing. The left atrial pressure was noted as 17mmhg. Ice and fluoroscopy was used during the procedure. During the procedure the device was observed to have a tire-shaped compression. Two tension tests were performed and the close criteria was satisfied. A stability check was performed prior to implant. The device was implanted. Post-implant the device embolized through the left atrium and into the mitral valve. An attempt was made to retrieve the device via transcatheter snare but was unsuccessful. The device was removed from the patient via surgery. It was reported that the patient passed away on (B)(6) 2024. The cause of death was not disclosed.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a 28mm amplatzer amulet left atrial appendage occluders was selected for implant on (B)(6) 2024 using a 14f amplatzer torqvue 45x45 delivery sheath. Intracardiac echocardiography (ice) was used to measure the orifice as 28mm, the landing zone as 17.75mm, and the depth as 23mm. Computed tomography (CT) and angiography was used to determine the device sizing. The left atrial pressure was noted as 17mmhg. Ice and fluoroscopy was used during the procedure. During the procedure the device was observed to have a tire-shaped compression. Two tension tests were performed and the close criteria was satisfied. A stability check was performed prior to implant. The device was implanted. Post-implant the device embolized through the left atrium and into the mitral valve. An attempt was made to retrieve the device via transcatheter snare but was unsuccessful. The device was removed from the patient via surgery. The patient status was stable. It was reported that the patient passed away on (B)(6) 2024.